Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act buttons due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working. The customer's blood glucose value was 180 mg/dl. The customer unable to clear alarm or do anything, act button was not responding. The time clock was advances. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.